Event description:
It was reported that the patient undewent a pelvic floor repair procedure in 2006. During the procedure, the internal iliac artery was ruptured. This was not identified during the procedure. The patient's hemoglobin levels dropped and the patient was brought back to the operating theatre where the surgeon embolized the artery. The patient is now recovering and is okay.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time.